Manufacturer narrative:
This MDR is being submitted retrospectively as it was initially determined that the event was not reportable.

Event description:
It was reported that the abutment screw broke while torque was being applied. The screw broke while connected to the dental implant.